Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: a year ago from the aware date.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation despite multiple reprogramming attempts. No further information has been obtained despite good faith efforts.